Manufacturer narrative:
D9: product received date 9/24/2024. H3: one device was returned for analysis. A visual inspection found a lifted upstream occlusion seal and the odometer was over rotation limit. A review of the event history log (ehl) showed errors. A functional test was performed, and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, the motor and upstream occlusion seal were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a constant cassette error when latch is closed. There was no patient involvement.